Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient had no therapeutic effect since implant. It was not determined until after a year that the internal components were not connected. It was noted that the component was completely replaced.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.